Event description:
It was reported that the patient¿s caregiver issued a second meal announcement after believing lost readings prevented insulin delivery, though both meal deliveries had occurred; guidance was provided to monitor blood glucose and provide carbohydrates and sugars as needed, and the event was characterized as a use-of-device problem without a specified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue attributed to user interaction rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.